Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and found blood in the pneumatic circuit due to a ruptured balloon. The stm ordered and replaced the reservoir assembly, iabp tubing, drive manifold purge valve assembly, safety disk and crm assembly due to blood contamination. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump iabp) turned off during case. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump iabp) turned off during case. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2 (evaluation method codes), h6, h10.